Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that they felt a fluttering in their heart. This has reportedly happened six times since implant of the device. The patient was referred to his physician and follow-up with the physician reported that the patient has not called the physician and has not been seen since. The physician was unaware of any fluttering. The device remains implanted. No patient complications have been reported as a result of this event.